Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A labeling review was performed and no deviation was found. The most probable root cause of the reported event is considered to be related to operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure on (B)(6), 2011. According to the complainant, approximately half-way through deployment, the handle of the wallflex stent broke; the stent could not be reconstrained. The physician was able to remove the device without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The physician noted that the patient was scheduled to undergo surgery at a later date, and that this stent was meant to postpone the surgery for a short period of time; however, after the reported device failure, the physician just opted to send the patient to surgery at this time.